Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with cracked end cap, cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the insulin pump had a crack in the case at the drive support cap area. The caller stated that the drive support cap appeared to be loose. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.